Event description:
A number of incentive spirometers (voldyne volametric exerciser) were found to be defective. The devices were pulled from stock and manufacturer contacted. The manufacturer stated that devices with a certain lot number were produced and shipped though they lacked lubricant which allowed the devices to function properly. Rather than recall the device, the manufacturer stated they decided to address the problem as they received calls.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.